Event description:
It was reported that shaft break occurred. A 3.00 x 16mm synergy ii drug-eluting stent was selected for use. However, it was noted that the stent shaft was broken. The stent was never used to the patient. The procedure was completed with a different device. No patient complications nor harm were reported.

Event description:
It was reported that shaft break occurred. A 3.00 x 16mm synergy ii drug-eluting stent was selected for use. However, it was noted that the stent shaft was broken. The stent was never used to the patient. The procedure was completed with a different device. No patient complications nor harm were reported. Synergy ii us mr 3.00 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 220mm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis.